Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 407 mg/dl at the time of the incident. Customer stated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test. Insulin pump did pass self test. The customer was treated with manual injection and insulin pump. The customer was declined troubleshooting for auto mode issues. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.